Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer started a new reagent lot of calcium on (B)(6) 2021 and had issues passing calibration with the new reagent lot. The customer loaded a new pack of reagents that was also from the new lot and was able to pass calibrations. The customer states that qc after calibration passed was within range. The field service engineer found that the reagent pack had build-up on the top of it. The pack was replaced and monitored without further issues. The customer ran calibration and qc tests with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable calcium gen. 2 results for 1 patient sample on a cobas c 503 module analyzer serial number (B)(4). The initial result was 6.28 mg/dl and the repeat results were 8.92 mg/dl and 8.64 mg/dl. The results were reported outside the laboratory. A new patient sample was drawn and the result was 9.0 mg/dl.